Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 290 mg/dl. Customer¿s blood glucose level was reported as 290 mg/dl. Customer stated that pump error alarm and power loss alarm. Troubleshoot was performed for power loss alarm. The customer had reported that pump was not alarming at time of call. The customer was advised to monitor the pump and was explained it was normal pump behavior. The product was not returned for analysis.